Event description:
It was reported that continuous glucose monitor displayed malfunction alarm labeled error 42 while paired with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance, and after reset pump no longer displayed malfunction alarm.